Manufacturer narrative:
E1-reporter facility name:(B)(6). H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump displayed that 138 ml (full dose) had been administered, but there were 32 ml left in the 5fu bag. The continuous infusion rate was 3 ml/hr. The total reservoir volume was 138 ml, and 106 ml had been given. There was a patient involvement, and no patient harm/adverse event reported.